Manufacturer narrative:
Edwards lifesciences has investigated the reported event. This report is a duplicate report. Please reference related manufacturer report no: 2015691-2015-02377.

Event description:
As reported through the (B)(6) registry, the patient developed a conduction disorder. A permanent pacemaker was implanted four days post implant of a 26mm sapien 3 valve. No further information is available at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the s3i cap clinical trial, the patient developed a conduction disorder. A permanent pacemaker was implanted four days post implant of a 26mm sapien 3 valve. No further information is available at this time.